Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the insulation on the prograsp forceps instrument broke off while inside the patient. The arm was then stuck and unable to be removed through the trocar. The incision had to be extended to remove the arm with the trocar. The fragment was retrieved. A backup instrument was used to complete the procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The procedure was completed robotically. The procedure delay was 30 minutes. The instrument was inspected prior to use, and nothing was observed. The small fragments were discarded. The wrist could not be straightened. The port incision site was increased in order to remove the instrument and cannula. The surgeon confirmed fragments were removed from the patient anatomy. No x-ray was performed. Patient did not return.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.